Event description:
(B)(4). On (B)(6), I went in for an ambulation for my bleeding and my doctor found my essure coils embedded in my uterus, in tact took them out. I have been back to my old self ever since and loosing weight. Essure is a joke, my doctor said to me, "I dont know how long they have been like that but you were not covered for birth control!" That was a scary moment in my life.

Event description:
Immediately after having this essure implant in me I started having migraines, stomach cramps, memory loss, no energy at all, sometimes no periods, other times heavy bleeding, the list can go on forever. I am not the same person I used to be and I dont like it at all.